Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received from the physician's office on (B)(4) 2013 stated that the patient followed up on (B)(6) 2011 and complained of a burning sensation during urination and pain while walking. On (B)(6) 2011 the patient stated that she felt soreness/pain around the mesh implant deep in the left pelvic area. On (B)(6) 2011 the patient followed up with no complaints. The patient last visited on (B)(6) 2012 and reported pain in her abdominal area.